Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified bifurcated left anterior descending and diagonal artery. While advancing a 2.5x20 nc trek balloon resistance was met with the anatomy and 2 unspecified guide wires. When removing the device the distal shaft became separated and a snare was used to retrieve it. There was no adverse patient sequela reported. Another unpspecified device was used to successfully complete the procedure. No additional information was provided. (B)(6) 2020: medwatch report received today stating: [the shaft of the inferior branch balloon broke with retained distal shaft and balloon in the coronary artery. The distal balloon catheter device was snared and completely removed from the body.]

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. D10, h3: device status changed from returning to discarded.

Manufacturer narrative:
The device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified bifurcated left anterior descending and diagonal artery. While advancing a 2.5x20 nc trek balloon resistance was met with the anatomy and 2 unspecified guide wires. When removing the device the distal shaft became separated and a snare was used to retrieve it. There was no adverse patient sequela reported. Another unspecified device was used to successfully complete the procedure. No additional information was provided.